Event description:
It was reported that during an equipment check a pulse oximetry device had no audio alarms. There was no patient involvement. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer was made aware that this unit is at its end of life (eol). An eol letter was sent to customer.